Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bulging in the catheter tubing was confirmed and the cause was determined to be use related. The product returned for evaluation was an extension leg segment of chronic catheter tubing which included a white luer, likely from the described 7fr d/l hickman catheter. The extension leg print was completely worn from the catheter and the catheter end appeared to be cut. Gross visual evaluation revealed necking of the catheter tubing adjacent to the luer hub upon applying tension to the catheter and the tubing within this location contained a region of semi-transparency. The catheter ballooned at this region upon pressurization with a fluid filled syringe. The tubing was then bisected at balloon location to inspect the condition of the inner catheter tubing. The tubing was found to contain a circumferentially-aligned split at the edge of the luer stem. Microscopic examination of the fracture surface revealed that it was rough, granular, and topographically complex. The fracture surface tapered inwards towards the luer stem. The fracture features were typical of damage caused by clamping adjacent to the crimp collar, outside of the ¿clamp here¿ region of the over-sleeve. This causes the soft silicone catheter material to be pinched between the harder material of the clamp and the luer hub stem, causing catheter damage. The catheter should only be clamped between the two arrows, within the region marked ¿clamp here¿. The product IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿

Event description:
It was reported by facility that there was a of bulge in the white lumen during flushing prior to date of incident. Day of incident identified separation in the inner white lumen near the hub. Blood also noted between the inner layers of the white lumen. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported by facility that there was a of bulge in the white lumen during flushing prior to date of incident. Day of incident identified separation in the inner white lumen near the hub. Blood also noted between the inner layers of the white lumen. No patient harm was reported.